Event description:
The patient had a peri prosthetic fracture (tkr) and a dist. Lateral femur plate was implanted. At the revision, 6 weeks later, the plate was found broken medial. The patient started full weight bearing 3 weeks post operation.

Manufacturer narrative:
The cause could not be investigated due to insufficient information. Neither the lot number of the device, the surgical report, images nor the explant was provided, though the information were requested several times. This is a late report due to a corrective action.